Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon investigation, the device passed visual inspection and all mechanical and electrical testing. The device history record was reviewed and no discrepancies were noted. As the device passed all testing, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that two devices would not seal vessels during a total laparoscopic vaginal hysterectomy. An end tone was heard indicating that the vessels were sealed. No error tone was heard. The patient experienced increased bleeding due to delayed procedure. The procedure was completed successfully with another device. No injury was reported. This report is being filed for the first device. See MFR report number: 2134070-2013-00127 regarding the other device.